Manufacturer narrative:
Additional information: d9, h3, h6. An event of a cobra deformation was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. During deployment the left disc was released and via transesophageal echo a deformation was noted. The left disc would not flatted and a "cobra" deformation was reported. An attempt to flatted the disc against the left atrium was made however, unsuccessful. The device was removed and exchanged for a new 10mm amplatzer septal occluder which was implanted successfully. The patient was reported to be stable condition.